Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No intervention was performed. The patient would be continued to be monitored.

Event description:
New information received on (B)(4) 2019 indicating that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead continued to exhibit noise. The noise was oversensed leading to inappropriate automatic mode switch episodes. The patient presented in clinic on (B)(6) 2019 and programming changes were made. The patient was stable post event.